Manufacturer narrative:
Unique identifier (UDI)#: (B)(4).

Event description:
One patient sample was retrieved and placed on the modular pre-analytic (mpa) for spinning and aliquoting. The aliquot sample was sent to the cobas 6000 c (501) module for testing. The customer questioned the sodium, potassium and chloride results from this sample and noticed what looked like a glob of gel in the aliquot cup. When the sample was poured off into another tube and repeated, erroneous potassium results that were not detectable to the user were identified. No erroneous results were reported outside of the laboratory. The repeat results were believed to be correct. The initial potassium result was 6.1 mmol/l. The repeat result was 4.3 mmol/l. No adverse event occurred. No electrode lot numbers or expiration dates were provided. The field service engineer (fse) visited the customer site and found that what the customer thought was a glob of gel was actually a cup fragment in the sample cup in question. The fse found that the racks were being stacked after loading with cups resulting in fractures along the top of the cups. Operational and mechanical checks passed. Based on the information available, the issue was most likely caused by contamination of the cups. If the racks are being stacked, dirt from the racks can fall inside the sample cups.

Manufacturer narrative:
The investigation determined that the issue found by the fse was the root cause of the event. The aliquot racks were stacked after loading empty aliquot cups causing contamination. The customer was informed how to properly handle aliquot racks. The device did not malfunction. The customer is not having any further instrument issues.